Event description:
It was reported that the footprint anchor was broke. This led to a delay of between 0 and 30 minutes. The procedure was completed with a backup device.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.